Event description:
A trilogy evo was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned and evaluated by the third-party service center. During the evaluation of the device at the third-party service center, the device failed an active exhalation verification test step during testing. Two in-line filters prox were found to be contaminated with dirt and were replaced to address the issue. The device was re-tested and passed.